Event description:
It was reported that leakage was observed in a small volume (B)(4) infusor from the connection between the patient luer and a needle (a non-baxter product) when they were connected to the patient. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13c054 was manufactured march 19, 2013 - march 20, 2013. One used sample and a luer connector (non-baxter product) were received for evaluation. No defects were observed during visual inspection and functional leak test. The device was working within specification. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information be received, a follow-up medwatch will be submitted.